Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced bradycardic pacing when the rates had dropped to 40 beats per minute (bpm) below lower limit rates. The right ventricular (rv) lead was suspected of t-wave oversensing (twos), but during device check up no twos was observed. The rv sensitivity was reprogrammed and there were no further rate drops to the 40 bpm. The lead remain in use. No further patient complications have been reported as a result of this event.